Manufacturer narrative:
The customer alleges the patient sustained an injury to the head. It was reported that the patient passed away a few weeks later. The customer reported that the patient passing away was not due to the alleged event and did not have to do with the cot. The model and serial number of the cot was not available. Device was not available.

Event description:
It was reported that the patient was dropped and injured during unloading. The patient was being unloaded by two personnel at an angle. It was stated that the unloading at an angle may have resulted in the cot tipping over and the patient being dropped.